Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: acute ischemic stroke in a new territory. Good faith effort attempts to contact the person(s) with investigation information (hospital or surgeon in this case) concluded that no additional information can or will be provided; customer / sales rep confirmed that no further information will be released by the hospital or surgeon. The reported event of patient stroke is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported between the end of the thrombectomy procedure and 1 day post procedure follow-up, the patient experienced an acute ischemic stroke in a new territory starting on (B)(6) 2021. It was resolved on (B)(6) 2022 with an unknown permanent impairment of a body structure or body function. No action was taken, and the event resolved with clinical sequalae. No further information is available.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported between the end of the thrombectomy procedure and 1 day post procedure follow-up, the patient experienced an acute ischemic stroke in a new territory starting on (B)(6) 2021. It was resolved on (B)(6) 2022 with an unknown permanent impairment of a body structure or body function. No action was taken, and the event resolved with clinical sequalae. No further information is available.